Event description:
The customer reported that an 840 ventilator had a black screen. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the liquid crystal display (lcd). The customer reported to have reseated the video graphics array (vga) cable. The ventilator passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).